Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently did not display a "test ok" message. Complainant indicated that there was no pt involvement in the reported malfunction. Complainant indicated that the malfunction was attributed to the device's multi-functional cable.